Manufacturer narrative:
Sientra complaint (B)(4). Sientra will not be able to perform a failure analysis because the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right implant ruptured, discovered during surgery.

Event description:
Bilateral implant ruptured, discovered during surgery, left-side.

Manufacturer narrative:
Sientra complaint #: case (B)(4). Sientra was not able to perform analysis on this device because the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture ,baker grade 3.